Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and health care provider (hcp) regarding a patient receiving intrathecal hydromorphone 5 mg/ml and bupivacaine 2.5 mg/ml. The indications for use were non-malignant pain and spinal stenosis. It was reported that the patient had a bad experience with her hcp and had been scared to return ever since. In (B)(6) 2016, she went in for a refill and the hcp poked her 12 times trying to find the port. He then took the device and started twisting and pulling the pump, flipping it around in her abdomen. The hcp reported the pump was "put in the wrong way." Additional information was received from the hcp clarifying that a template was used after a failed attempt to access the port. The patient was repositioned for easier access to the port. A medical assistant helped keep the pump from moving in the pocket while the hcp accessed the port. The cause of the difficulty filling the pump was unfounded. The pump seemed to move within the pump pocket as the port was being accessed (causing difficulty). The difficulty filling the pump had been resolved. However, the hcp also mentioned the pump would need to be replaced in july. The patient was scheduled for an intrathecal pump replacement on (B)(6) 2016. The patient's medical history included hypo/hyper thyroidism ((B)(6) 1975), migraine ((B)(6) 1940), depression ((B)(6) 2000), spinal stenosis ((B)(6) 2008), restless leg syndrome ((B)(6) 2005).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.